Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("allergy to nickel") and noninfective oophoritis ("ovarian inflammation") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: documented hypersensitivity to administered product "allergy to unspecified "fiber" of essure, as per elisa test / essure allergy" (seriousness criterion medically significant). The patient's past medical history included spinal operation. Concurrent conditions included house dust mite allergy and pollen allergy. Concomitant products included ebastine (evastel). In 2008, the patient had essure inserted. In 2010, the patient experienced alopecia ("hair loss"). In 2011, the patient experienced onychoclasis ("peeling nails"). In 2015, the patient experienced candida infection ("candidiasis"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), noninfective oophoritis (seriousness criterion medically significant), adnexa uteri pain ("ovaries pain"), vaginal infection ("intermittent vaginal infections, every 20 days"), dyspareunia ("painful sexual intercourse / she is not able to maintain sexual intercourse"), pain ("general pains"), headache ("headache"), muscle spasms ("leg cramps"), asthma ("asthma"), bone disorder ("problems with the bones"), menstrual disorder ("menstruation period problems") and nail disorder ("nails problems"). The patient was treated with ebastine (evastel) and will undergo surgery (patient on waiting list for essure removal). Essure treatment was ongoing at the time of the report. At the time of the report, the allergy to metals, noninfective oophoritis, adnexa uteri pain, vaginal infection, dyspareunia, pain, headache, candida infection, muscle spasms, alopecia, onychoclasis, asthma, bone disorder, menstrual disorder and nail disorder had not resolved. The reporter considered adnexa uteri pain, allergy to metals, alopecia, asthma, bone disorder, candida infection, dyspareunia, headache, menstrual disorder, muscle spasms, nail disorder, noninfective oophoritis, onychoclasis, pain and vaginal infection to be related to essure. The reporter commented: all the events were considered as related by patient. Essure was implanted 9 years ago and the patient has presented several symptoms during that period of time such as headache (since 3 or 4 years), candidiasis (2 years ago), leg cramps, ovarian inflammation, hair loss (since 7 years), peeling nails (since 6 years) and painful sexual intercourse. She went to the physician recently for treatment and she was referred to the gynecologist. She has a planned appointment on (B)(6)-2017. On follow-up, the patient commented not to be well, she continued as well as the last time, with general headache, ovaries pain, and cramping legs, she is not able to maintain sexual intercourse, she referred vaginal infections every 20 days, and peeling of nails. She commented that due to the allergy diagnosed, essure will be removed, she is on waiting list, but she does not have a specific date of removal. Patient still waiting for essure removal ((B)(6)-2018) diagnostic results: allergy tests (elisa test): allergy to nickel and to unspecified fiber of essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 22-jan-2018 for the following meddra pt: allergy to metals: n° 364 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on 19-jan-2018: report provided by patient, she was still waiting for essure removal, symptoms still persist.. Outcome of events changed to not recovered. Incident no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("allergy to nickel") and noninfective oophoritis ("ovarian inflammation") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: documented hypersensitivity to administered product "allergy to unspecified "fiber" of essure, as per elisa test / essure allergy" (seriousness criterion medically significant). The patient's past medical history included spinal operation. Concurrent conditions included house dust mite allergy and pollen allergy. Concomitant products included ebastine (evastel). In 2008, the patient had essure inserted. In 2010, the patient experienced alopecia ("hair loss"). In 2011, the patient experienced onychoclasis ("peeling nails"). In 2015, the patient experienced candida infection ("candidiasis"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), noninfective oophoritis (seriousness criterion medically significant), adnexa uteri pain ("ovaries pain"), vaginal infection ("intermittent vaginal infections, every 20 days"), dyspareunia ("painful sexual intercourse / she is not able to maintain sexual intercourse"), pain ("general pains"), headache ("headache"), muscle spasms ("leg cramps"), asthma ("asthma") (seriousness criterion medically significant), bone disorder ("problems with the bones"), menstrual disorder ("menstruation period problems") and nail disorder ("nails problems"). The patient was treated with ebastine (evastel), surgery (patient on waiting list for essure removal) and surgery (patient on waiting list for essure removal). Essure treatment was ongoing at the time of the report. At the time of the report, the allergy to metals, adnexa uteri pain, vaginal infection, dyspareunia, pain, headache, muscle spasms, alopecia, onychoclasis and asthma had not resolved and the noninfective oophoritis, candida infection, bone disorder, menstrual disorder and nail disorder outcome was unknown. The reporter considered adnexa uteri pain, allergy to metals, alopecia, asthma, bone disorder, candida infection, dyspareunia, headache, menstrual disorder, muscle spasms, nail disorder, noninfective oophoritis, onychoclasis, pain and vaginal infection to be related to essure. The reporter commented: all the events were considered as related by patient. Essure was implanted 9 years ago and the patient has presented several symptoms during that period of time such as headache (since 3 or 4 years), candidiasis (2 years ago), leg cramps, ovarian inflammation, hair loss (since 7 years), peeling nails (since 6 years) and painful sexual intercourse. She went to the physician recently for treatment and she was referred to the gynecologist. She has a planned appointment on (B)(6) 2017. On follow-up, the patient commented not to be well, she continued as well as the last time, with general headache, ovaries pain, and cramping legs, she is not able to maintain sexual intercourse, she referred vaginal infections every 20 days, and peeling of nails. She commented that due to the allergy diagnosed, essure will be removed, she is on waiting list, but she does not have a specific date of removal. Diagnostic results: allergy tests (elisa test): allergy to nickel and to unspecified fiber of essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 30-nov-2017 for the following meddra pts: allergy to metals: n¿ 339 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on (B)(6) 2017: event intermittent vaginal infections was related to essure allergy. Event asthma was ongoing. She also had problems with the bones, menstruation period, and nails (unspecified). The patient commented that essure had not been removed yet (procedure would occur within one month or one month and a half. Event allergy to unspecified fiber of essure was updated to allergy to unspecified fiber of essure / essure allergy. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("allergy to nickel") and noninfective oophoritis ("ovarian inflammation") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: documented hypersensitivity to administered product "allergy to unspecified "fiber" of essure, as per elisa test" (seriousness criterion medically significant). The patient's past medical history included spinal operation. Concurrent conditions included house dust mite allergy and pollen allergy. In 2008, the patient had essure inserted. In 2010, the patient experienced alopecia ("hair loss"). In 2011, the patient experienced onychoclasis ("peeling nails"). In 2015, the patient experienced candida infection ("candidiasis"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), noninfective oophoritis (seriousness criterion medically significant), adnexa uteri pain ("ovaries pain"), vaginal infection ("intermittent vaginal infections, every 20 days"), dyspareunia ("painful sexual intercourse / she is not able to maintain sexual intercourse"), pain ("general pains"), headache ("headache"), muscle spasms ("leg cramps") and asthma ("asthma"). The patient was treated with ebastine (evastel), surgery (patient on waiting list for essure removal) and surgery (patient on waiting list for essure removal). Essure treatment was ongoing at the time of the report. At the time of the report, the allergy to metals, adnexa uteri pain, vaginal infection, dyspareunia, pain, headache, muscle spasms, alopecia and onychoclasis had not resolved and the noninfective oophoritis, candida infection and asthma outcome was unknown. The reporter considered adnexa uteri pain, allergy to metals, alopecia, asthma, candida infection, dyspareunia, headache, muscle spasms, noninfective oophoritis, onychoclasis, pain and vaginal infection to be related to essure. The reporter commented: all the events were considered as related by patient. Essure was implanted 9 years ago and the patient has presented several symptoms during that period of time such as headache (since 3 or 4 years), candidiasis (2 years ago), leg cramps, ovarian inflammation, hair loss (since 7 years), peeling nails (since 6 years) and painful sexual intercourse. She went to the physician recently for treatment and she was referred to the gynecologist. She has a planned appointment on (B)(6) 2017. On follow-up, the patient commented not to be well, she continued as well as the last time, with general headache, ovaries pain, and cramping legs, she is not able to maintain sexual intercourse, she referred vaginal infections every 20 days, and peeling of nails. She commented that due to the allergy diagnosed, essure will be removed, she is on waiting list, but she does not have a specific date of removal. Diagnostic results: allergy tests (elisa test): allergy to nickel and to unspecified fiber of essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 17-oct-2017 for the following meddra pts: allergy to metals: n¿ 321 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on 13-oct-2017: new events added (ovaries pain, asthma, intermittent vaginal infections, allergy to nickel and general pains). She commented that due to the allergy diagnosed, essure will be removed, she is on waiting list, but she does not have a specific date of removal. Outcome of some events was updated the list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 17-oct-2017 for the following meddra pts: allergy to metals: n¿ 321 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment. Incident. No lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.